Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(4).

Manufacturer narrative:
The pump was returned to the manufacturer and investigated on 10/17/2014 with the following findings: the black box revealed record of call service alarm (087). Investigation revealed a single component failure on the printed circuit board responsible for the alleged call service alarm. Unrelated to the original complaint, the display was noted to be dim and faded.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.